Event description:
Patient was treated in 04. The patient developed excessive swelling of entire face immediately post-treatment. The swelling had all resolved within 24 hours. At four months post treatment the patient developed two indentations above the right eyebrow, each about "1cm2" and 1mm deep. Patient has received juvederm and restalyne injections for indentations.